Manufacturer narrative:
(B)(4). Date sent: 4/16/2018. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience? Did the alleged issue occur during the first firing of the device? How many times was the firing trigger actuated? What troubleshooting steps were taken to open the device? Was the manual release used? What is the current patient status? Additional information received: "in the email that we received, we verified that the sales rep commented: "with this, there are 2 cases arising from the ecr60a reference material, the first stapler was sent with a report to ethicon and to date no response has been obtained". Did the other failure mentioned was already reported previously? If yes, what is the complaint number?" Answer: the other event mentioned in the event description was already reported with number (B)(4). "Did the patient have permanent damage?" The surgery had to be converted, from laparoscopic to open, longer surgical time. "Did the patient need hospitalization or had hospitalization prolonged due to a product problem?" More time of hospitalization. "Did the patient need to be reoperated to avoid or correct any damage?" The surgery was converted. "Did the patient have any serious damage?" Yes, it was necessary to convert to conventional surgery.

Event description:
It was reported that there was a failure in echelon flex 60 stapler that was used in surgical procedure, stuck in the mechanism of echelon 60, due to this they had to convert the surgery. For which also the doctors decided, discard the stapler. Medical report: wishing you success in your daily tasks, we inform you the following. That during the surgical procedure performed on (B)(6) of the current, that consisted of a laparoscopic subtotal gastrectomy and that during the section of the duodenum with an echelon stapling clamp was blocked and it was caught the duodenum, which was impossible to unblock, this led us to convert the surgery to a conventional (laparotomy);